Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. The customer¿s blood glucose level was almost over 500 mg/dl at the time of the incident. Current blood glucose level was 598 mg/dl. Customer was treated with insulin pump. Customer declined troubleshooting for high blood glucose. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Auto mode feature was active at the time of incident. The insulin pump will not be returned for analysis.